Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer wife reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 380 mg/dl and it continued to rise. Troubleshooting for high blood glucose was performed. Customer's wife advised they received a new insulin pump and a woman at the doctor's office inputted the settings. Customer experienced nausea, pain in their feet, pain in their legs and has been unable to walk. Customer dropped the insulin pump twice while on the phone troubleshooting. Customer was given a bolus and manual injection. Customer's blood glucose was not going down so their wife decided to take them to the emergency room.